Event description:
The matrix t-ratcheting handle loses functionality with any sort of resistance and the cervical trial handle internal component will not allow the holding mechanism to turn. This is report 1 of 1 for (B)(4). This report is for matrix ratchet t-handle.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that avalign technologies ¿ nemcomed manufactured the ratchet t-handle 6mm qc, p/n 03.632.090, and lot number 6732449 for po 1298295. The supplier¿s certificate of compliance (dated 11/15/11) indicates the parts were manufactured to p/n 03.632.090, revision ¿a¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number ns035633, revision ¿b¿, completed 11/30/11. No mrrs or ncrs were generated for this lot. 50 parts were released to the warehouse 12/1/11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition the complaint condition of the instrument could not b replicated. (B)(4) manufactured the ratchet t-handle, 6mm qc, lot # 6732449. The complaint condition is due to an unknown cause. (B)(4) subcontractor) responded on june 05, 2014, and stated the instrument was tested by applying torque in both directions and could not replicate the complaint. Instrument was disassembled and no damage was visible to internal components. A review of the complaint handling and ncr systems showed no evidence of an adverse trend for this part / issue. The lot initially conformed to specifications as noted in the certificate of compliance (dated november 15, 2011) and was inspected / conformed to the synthes incoming final inspection sheet # ns035633, revision ¿b¿¿. This complaint condition is not related to the manufacturing process. Based on the evaluation performed by (B)(4) and the unknown cause, this complaint is deemed unconfirmed from a manufacturing position. The ratchet t-handle, 6mm qc was manufactured to p/n 03.632.090, revision ¿a¿, released on february 26, 2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.